Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No frozen screen noted. Unable to verify for suspend anomaly due to no button response. Pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was performed. The device was returned for analysis.